Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived in good physical condition. Evidence in the event log with alarms. When evaluations and test were performed to duplicate reported problem, it was not duplicated lec 1820. This alarm means motor active error. The problem then was identified in dso sensor faulty related to fluid ingresssion. Ec 1820 code was tested when cassette nub is high and the cd switch is stuck open. This result lead to the cause of mother board being faulty. So actions were taken to replace dso sensor and mother board. The complaint was not verified and other malfunctions were found. The device passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarmed lec 1820. No change in reporting, as event occured during testing.